Event description:
It was reported that during a shoulder procedure using a super turbovac ifs wand, the wand alarmed upon connection. The surgeon opted to complete the procedure using a competitive device. There were no significant delays of pt complications reported as a result of this event.